Event description:
It was reported that the laryngoscope provides no image. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: during the technical investigation of the returned product, it was found that the endoscope shows normal signs of wear on its outer surfaces. The steering unit produces rattling and scraping noises during movement, and the angle cover is scratched and worn. Inside the handgrip, the pcba board displays clear moisture damage and corrosion, which ultimately led to both image failure and malfunctioning of the control buttons. Image functionality was evaluated using a c mac z8404 zx monitor (sn: (B)(6)), and the customer's complaint of "no image" was confirmed. The missing image is the result of moisture related damage to the pcba board. As there is no leak detected on endoscope, possible moisture intrusion place is ventilation port. If soaking the endoscope without removing ventilation cap, liquid will get inside the endoscope. The IFU describes in detail how to handle the device and its pressure compensation cap. The event is filed under internal karl storz complaint ID: (B)(4).